Manufacturer narrative:
Other, other text: returned device was received with a cracked housing beneath the battery compartment and bezel. The tidal volume knob end cap was missing. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical pneupac ventilator parapac case is cracked and not giving a mechanical alarm. No patient involvement or adverse events.